Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 396mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp is available to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.